Manufacturer narrative:
Block b3: exact date unknown, event occurred beginning of year 2023. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 21370462.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.